Event description:
It was reported that there was difficulty interrogating the device, there was a patient alert indicating low battery voltage, and the device had indicated elective replacement [eri]. It was additionally reported that there was noise on the lead and "sensing issues after shock." The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): initially, the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Battery depletion (eri) was indicated via a patient alert for low bv on (B)(6) 2010. The time of eri was (B)(6) 2010, device eri <=2.55 v. Weekly battery voltage trend data shows min b(v)=2.57 to 2.55 volts between (B)(6) 2010 and (B)(6) 2010. Battery depletion was normal. (B)(4): upon return of the device, analysis revealed normal battery depletion. (B)(4): the partial lead was returned in segments and analyzed. Analysis revealed no anomalies. However, the defib conductor was distorted and there was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled and the outer tubing overlay was also melted, had a cosmetic environmental stress crack, and a cosmetic cut. There was a white substance on the exposed defib coil and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism and sleeve head. There was a tip seal observation and apparent explant damage.

Event description:
It was reported that there was difficulty interrogating the device. It was additionally reported that there was noise on the lead and "sensing issues after shock." The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.